Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: it was reported that the battery indicator lights would no longer light up. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that an led indicator would intermittently display, confirming the event. An internal inspection of the battery revealed a marginal connection between the printed circuit board (pcb) and the led gas gauge. Based on the available information, the most likely root cause of the reported event can be attributed to an assembly error, where the connection between the pcb and the gas gauge was intermittent. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer after being replaced due to the indicator lights no longer lighting up. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.